Event description:
It was reported that right after implant (stage 1 trial, lead implant), the patient experienced a zapping when turning stimulation on due to the stimulator ¿accidently¿ being set to ¿10.¿ the patient was able to decrease stimulation and the sensation went away. It was also stated that the patient¿s trial did not work for him, but was told by the healthcare provider (hcp) ¿not to worry.¿ the patient went on to permanent implant.

Manufacturer narrative:
Product ID: 3889-28, lot# va0891b, product type: lead. (B)(4).